Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, low back pain, bronchitis, chronic obstructive pulmonary disease, dysfunctional uterine bleeding, abdominal pain, nausea, diarrhea, uterine dilation and curettage, arthritis, smoker, dysmenorrhea and polymenorrhoea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: in the left tube, there were two trailing coils, in the right tube there were 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the left tube is completely occluded. The right tube shows slight contrast within the tube. It may indicate not complete occlusion of the right tube. Pregnancy test - on (B)(6) 2008: negative. Incident. We received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 622944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, low back pain, bronchitis, chronic obstructive pulmonary disease, dysfunctional uterine bleeding, abdominal pain, nausea, diarrhea, uterine dilation and curettage, arthritis, smoker, dysmenorrhea and polymenorrhoea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: in the left tube, there were two trailing coils, in the right tube there were 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the left tube is completely occluded. The right tube shows slight contrast within the tube. It may indicate not complete occlusion of the right tube. Pregnancy test - on (B)(6) 2008: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.